Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 575 mg/dl. Customer was treated with insulin pump. Customer stated that there was no air bubble or leak. Customer was not using auto mode feature. Customer did not allege insulin pump for under delivering. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose. The insulin pump will not be returned for analysis.